Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return; however, the device testing methods cannot be performed, as the device has exceeded it's shelf life. However, a review of the device history record (DHR) was conducted for the reported model and lot number. Results: the investigation found that the device used in the reported incident had exceeded it's shelf life by approximately 11 months. Therefore, the device is unable to be evaluated in this condition and device testing results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: since the device exceeded it's shelf life, halyard cannot determine a root cause of the reported incident, as testing methods cannot be performed to give accurate results. However, based on the reported information, the catheter appeared brittle and discolored. In addition, it was reported that a 4/5 resistance was met when removing the catheter. The instructions for use (IFU) specifies, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It¿s advisable to cover the site with warm compresses, and wait 30 to 60 minutes, and try again. The patient¿s body movements may relieve the catheter to allow easier removal. For additional information refer to the technical bulletin: tips for preventing in-situ catheter breakage with the on-q* system. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed (figure 12 on page 2)." Additionally, it was reported by the customer that the product was received in 2012 and stored at their location until the device was used on (B)(6) 2015. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Procedure: buttock augmentation ((B)(6) 2105) cathplace: tailbone, medial back. It was reported that a catheter break occurred during removal. Additional information was requested, however is not available at this time. Additional information was received on 09/17/2015. The catheter broke about 4cm inside the patient. Additional information was received on 09/22/2015. No medical intervention nor surgery occurred in connection with the reported incident. The device is available for return. Additional information was received on 09/23/2015. The nurse removed the catheter on (B)(6) 2015. The catheter broke and appeared brittle and discolored. The retained segment of the catheter was not removed. Resistance was met, 4/5 upon the catheter removal. After resistance was met the nurse removed the catheter by hand. The patient did experience discomfort during the catheter removal. A pathology test is pending and results of a possible infection are unknown at this time. The patient's current condition is reported as stable.